Event description:
It was reported that the pump was not working the last year and the patient was requesting a replacement and exploration of the catheter. The catheter was removed due to occlusion and it was calcified. It was reported that the battery was depleted. They did not do a rotor or dye study. There was no patient injury. The patient's status after the device was removed was "recovered without sequela." They did not do a rotor or dye study. The pump system was delivering morphine, bupivacaine and clonidine.

Manufacturer narrative:
Product ID 8703w, lot# j0039915r, implanted: 2001 (B)(6), explanted: 2014 (B)(6); product type catheter, (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter body found hole or tear caused by catheter connector pin. Analysis of the catheter also found catheter body incorrectly assembled or sutured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.